Event description:
The customer alleges that the unit shuts off at 37 degrees. No report of pt injury or harm.

Manufacturer narrative:
(B)(4). The device sample was received by the MFR, but the investigation is incomplete at the timed of this report. The device history record investigation did not show issues related to complaint. The device was manufactured on 07/2010. A document assessment (fmea) was conducted and no changes were required.